Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy, there was an incomplete staple line centrally which was fixed using another stapler. The reload was also locked on the tissue while it was grabbing the esophagus. It was a struggle to unlock it, and it was removed using a surgical instrument. The proximal side of the loading unit also broke off into the patient's cavity and was retrieved. Tissue loss and tissue damage also resulted from this issue. The surgical time was extended for 30 minutes or more.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the instrument noted that the articulation lever was fully articulated to the left and the distal tip of the instrument tube housing was broken off. Due to the noted damage no, functional testing was performed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.